Event description:
It was reported that this patient underwent an unspecified surgical procedure and the physician allegedly used a magnet to disable and re-enable device therapy. However, when the patient was seen for a follow-up a month later, therapy had been programmed off since the surgery. Boston scientific technical services was contacted and confirmed via device data review that a magnet had not been used during the surgery. At this time, no adverse patient consequences were reported as a result of this lack of device therapy. The physician re-enabled device therapy and the device remains implanted.